Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead exhibited loss of capture and low impedance. The rv lead could not be retracted while repositioning. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of failure to capture and low lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found the inner coil was over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. No other anomalies were found.